Event description:
Patient reported "pain" and "capsular contracture, baker grade unknown". Healthcare professional later reported "malposition, capsular contracture baker grade iii". This record is for the left side. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of malposition and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: malposition, capsular contracture baker grade iii.

Event description:
Patient reported "pain" and "capsular contracture, baker grade unknown". Healthcare professional later reported "malposition, capsular contracture baker grade iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Device has been explanted and replaced, it's unknown if it will be returned.